Event description:
Consumer reported that the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved , the implant did not achieve osseointegration, consumer also reported concerns with mobility, pain & an infection.

Manufacturer narrative:
Consumer reported that the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved , the implant did not achieve osseointegration, consumer also reported concerns with mobility, pain & an infection.